Event description:
Medtronic received information from a literature case report regarding a female patient, stated to be in 80s (specific age not disclosed), who previously underwent mitral valve replacement with a 29 mm medtronic mosaic bioprosthetic valve (unique device identifier number not provided). At thirteen years post-implant, the patient was hospitalized three times for heart failure exacerbation, all of which resolved with medical treatment. The patient was admitted a fourth time and transthoracic echocardiography did not reveal the mosaic valve because of prosthetic stent post artifacts, but the apparent deviated mitral regurgitation jet and increased mitral inflow velocity over time led the authors to suspect severe mitral regurgitation due to bioprosthetic valve insufficiency. Transesophageal echocardiography was performed and showed severe mitral regurgitation, likely due to valve leaflet prolapse of the mosaic, in addition to mobile structures on the left ventricular side of the mosaic. There were no febrile events, blood cultures were negative, and the mobile structures were considered to be pannus formation. Subsequently, because of the severe mitral regurgitation, redo mitral valve replacement was performed. Observation of the explanted mosaic revealed that two of the three valve commissures had detached from the stent post (commissural dehiscence), and the entire valve leaflet was deviated. Additionally, the authors noted the structure that appeared to be pannus pre-operatively was thought to be one of the two detached commissures. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: kurimoto r, et al. A case of commissural dehiscence 13 years after mitral valve bioprosthesis replacement. Journal of medical ultrasonics. 2022; 49: 105-106. Doi: 10.1007/s10396-021-01170-7. Published online: 26 november 2021. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.